Manufacturer narrative:
The suspect product was requested to be returned for investigation. Replacement product was sent. The reporter's meter and remaining test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.5 - 3.9 inr): qc 1: 3.2 inr, qc 2: 3.3 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. Relevant retention test strips (lot 368886-21) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The customer used the same finger for the tests. According to the product labeling, for a second measurement a new puncture of a different finger is mandatory.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4). At 8:37 am, the result was 3.1 inr. At 8:34 am, the result was 5.0 inr. The customer used the same finger for both tests. There was no allegation of an adverse event. The therapeutic range was 2.5-3.5 inr.